Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v673557, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's device system was replaced; the lead was replaced due to the migration and the implantable neurostimulator (ins) was proactively replaced during the lead re placement. There was no documentation regarding the cause of the lead migration and battery depletion was noted to be normal. During the lead replacement procedure the insulation separated from the conductive filars when the physician adjusted the lead in the pocket site. It was noted a pseudocapsule had formed around the proximal end of the lead. The separation occurred at the site of the pseudocapsule. The lead was explanted as planned without event. The patient did not experience any symptoms related to the pseudocapsule. The event outcome was resolved without sequelae.

Manufacturer narrative:
Analysis of lead, lot # v673557, found no significant anomaly; the body conductor was broken due to overstress/damage. (B)(4).

Event description:
It was reported that a lead migration was detected from an x-ray on the 36 month visit. The direction of the migration appeared approximately 0.3 cm retracted posteriorly from the 2011 exam. No actions had been taken and there was no outcome at the time of the report. Additional information received reported that the patient¿s symptoms included incontinence and daily leaks. Additional information received reported that the patient had increased incontinence. Three of four programs were changed. Stimulation felt comfortable in the perineum area at low thresholds on (B)(6) 2014. It was noted that the outcome was ongoing. Additional information received reported that it had not been confirmed by the site that the incontinence/leakage was related to the lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.